Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error after priming. Customer's blood glucose was unknown mg/dl. The customer doesn't recall any significant events leading to the alarm. Customer received an e70 alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Unable to confirm e70 error alarm due to several a47 alarms in the history file. A47 alarms due to a corrupted history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform a21 error test due to motor error alarms. The insulin pump powered up properly after battery installation, operating currents within specification. The insulin pump was monitored and no blank display anomalies or unexpected pump resetting anomaly noted. No damage on the lcd isolation tape noted. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump was received with cracked case at the display window corners, cracked display window, cracked battery tube threads, minor scratched lcd window and missing the endcap sticker.